Event description:
A medtronic representative reported that, after completion of a cranial procedure, the surgeon alleged being 2 centimeters inaccurate laterally. The surgeon used tracer registration for a tumor resection in the posterior fossa. The medtronic representative found dirty camera lenses on the navigation system, causing the probe to be intermittently tracked during tracer registration. This resulted in the registration passing, however, most of the points on the nose were excluded and the majority of green points were located on one side of the head. The surgeon had already completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The medtronic representative cleaned the camera lenses and the system resumed tracking normally. (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(6) 2015 software investigation completed. Findings are that this is not a software failure, camera lenses were dirty and needed to be cleaned. Once cleaned, normal tracking resumed. Software is functioning as designed. No further issues have been reported.